Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Reportedly, customer required unspecified assistance from paramedics. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.